Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2011, ascending aorta replacement surgery with elephant trunk technique was performed. On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. It was reported that the devices were placed within the elephant trunk. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. No issues were reported. The diameter of the aneurysm was 61mm. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 59mm. No issues were reported. On (B)(6) 2015, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 90mm. A proximal type I endoleak and a type ii endoleak of unknown origin were identified. The patient was being monitored. According to the (B)(4), no further information is available.